Event description:
The patient called alleging that the meter does not power on. The patient did not experience any symptoms at the time of testing and contacted a medical professional for phone advice. No treatment was given to the patient. The batteries were replaced less than a year ago and the battery contacts were in good condition. Customer service was unable to resolve the issue and sent the patient a replacement meter. This case is being documented as a malfunction, since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.